Manufacturer narrative:
The patient complained of battery issues, including zing/zap when the battery was running low during the trial. The trial leads were explanted on (B)(6) 2021. On (B)(6) 2021, stimwave investigated the returned RMA. The device was tested (simulated) under low battery conditions; no stray pulses could be observed. The device functions and shuts down for low battery when voltage/current are low. It may be possible that the programmed stimulation settings are too high for the patient. The device was fully tested to verify it meets specification, and the cause of the reported issue is unknown/no fault found.

Event description:
Patient reports feeling a shock when one of the batteries begin to deplete.